Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they changed the dilution probe. The customer ran precision testing, which was acceptable. The cause of the discordant, falsely low creatinine_2 result on one patient sample was related to the malfunction of the dilution probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low creatinine_2 (crea_2) result was obtained on one patient sample on an advia 1800 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine_2 result.